Manufacturer narrative:
H6 image review: one media file and two static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload was visible by curved capsule, misaligned outflow crowns and not parallel to the paddle attachment. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, it was reported that the misload was not initially recognized and was attempted to be implanted. During a second deployment attempt, the paddle was visibly out of the paddle attachment, and the capsule reportedly became stuck, most likely due to the misload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the transcatheter aortic valve, the valve was loaded by a certified nurse, who indicated that no particular problems occurred during the loading procedure and that the fluoroscopic loading check showed a good load. During the attempted implant, the valve was deploying well, but the implant depth was not appropriate, being either too high or too low, which led to a decision to recapture the valve and perform a second attempt. During the second attempt, before the valve was deployed to 80%, it became impossible to further open the capsule, as the capsule appeared stuck. Angiography revealed that one of the paddles was not properly placed in the paddle pocket, which may have contributed to the capsule becoming stuck. The valve and the delivery system were removed and replaced, while the loading system was re-used. Additional information was received that the first recapture was attributed to correcting the positioning. After the recapture, at 60% deployment of the second implant attempt, the paddle out of the pocket was first observed. Review of the fluoroscopic load check showed that the valve was misloaded due to one paddle not properly placed in the paddle pocket, however, the hospital staff did not notice this at the time of loading and attempted to use the misloaded valve.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the transcatheter aortic valve, the valve was loaded by a certified nurse, who indicated that no particular problems occurred during the loading procedure and that the fluoroscopic loading check showed a good load. During the attempted implant, the valve was deploying well, but the implant depth was not appropriate, being either too high or too low, which led to a decision to recapture the valve and perform a second attempt. During the second attempt, before the valve was deployed to 80%, it became impossible to further open the capsule, as the capsule appeared stuck. Angiography revealed that one of the paddles was not properly placed in the paddle pocket, which may have contributed to the capsule becoming stuck. The valve and the delivery system were removed and replaced, while the loading system was re-used.